Event description:
It was reported the the right ventricular lead exhibited a malfunction. The lead was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event was lead malfunction. As received, a complete lead was returned in two pieces. Visual examination found external abrasion breaching the outer insulation exposing the outer coil proximal to suture tie impression consistent with friction to the device can.